Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels . As the contact was not with the customer or the pump at the time of the reported event, no additional information regarding the event was able to be obtained. During a follow-up call on (B)(6) 2017, the contact reported that the customer's blood glucose level was "okay" and declined to discuss the elevated bg level mentioned at the time of the initial call.